Manufacturer narrative:
The product has been rec'd. It is currently under investigation; a report is being filed as the meter readings fall within the c zone of the parkes error grid and are considered clinically significant.

Event description:
A customer reported a complaint of imprecise sequential readings on their precision xtra blood glucose meter. The customer obtained readings of 62 mg/dl and 357 mg/dl within a ten minute timeframe. All readings were taken from the finger. When plotted on a parkes error grid the results fall in the 'c' zone; which shows the difference to be clinically significant. There was no report of death, serious injury or mistreatment.